Event description:
It was reported the pt coded the day after replacement of their intrathecal drug delivery pump. The pt went into respiratory distress and then had cessation of breathing. The pump had been stopped. Then drug used in the pump was a mixture of compounded baclofen and morphine (dose unk). The healthcare provider (hcp) wanted to remove the drug mixture and replace the drug with lioresal. The drug was replaced and the pt was resumed on a very low dose of lioresal. The pt returned home and is reportedly doing well. The hcp believes the respiratory complications were due to the pt's pre-existing compromised respiratory status.

Manufacturer narrative:
.